Event description:
The facility reported to largo customer service an infusion pump with failure code 570:320:844:0000. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump, no patient injury has been reported.